Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the patient was moved to another room. The philips remote service engineer (rse) examined the system remotely and indicating that ta loud bang occurred and provided that the data monitor had a short circuit. Review of the system log file confirms the malfunctioning geo-pc. The rse advised replacing the monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that a loud "bang" occurred, and the device turned off. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that the fuse inside m-cabinet failed. The fuse has been replaced and the system was returned to use in good working order.